Manufacturer narrative:
One device was returned for repair with complaint that the device exhibited a 'cassette not locked' alarm. This device has not been in for service in the review period. Result found in event history log one medium alarm displayed: cannot start pump. During functional test the latch lock optic failed. The cause was from inoperable latch lock optic sensor. Replaced the latch lock optic sensor to fix reported problem and bring pump into full functionality. Device passed all functional & accuracy testing after repairs.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a 'cassette not locked' alarm. Found during testing, there was no patient involvement.